Event description:
A report was received that the patient was experiencing pain at the pocket site due to the ipg sitting at an angle. The patient will undergo a revision procedure.

Manufacturer narrative:
.

Event description:
A report was received that the patient was experiencing pain at the pocket site due to the ipg sitting at an angle. The patient will undergo a revision procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-4316, lot #: 16445126/ 16666235, description: next generation anchor kit-sterile. Additional information was received that the patient underwent a revision procedure wherein the clik anchors and the extensions were explanted. No device malfunction suspected. The patient was doing well postoperatively. Additional suspect medical device components involved in the event: model #: sc-3138-25, serial #: (B)(4), description: scs phiii ext 25cm. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the lead extensions will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.